Event description:
It was reported that a user of the ilet system with dexcom g7 continuous glucose monitor (cgm) experienced frustration with infusion sets and out-of-range blood glucose after dinner, used meal announcements as a correction due to inability to give additional insulin with a reported blood glucose of 346 mg/dl, and then experienced low glucose with a reported value at 39 mg/dl requiring oral fast-acting carbohydrates; education was provided on automatic correction boluses and risks of insulin stacking, and the user plans to consult their clinician, noting difficulty with the hands-off approach. No adverse clinical symptoms associated with episodes of hyperglycemia followed by hypoglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem found, with a usage problem identified related to improper or incorrect procedure involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.